Event description:
A study published in the societe internationale d urologie journal reported the outcomes of implementing holmium laser enucleation of the prostate (holep) in an academic setting with multiple training surgeons at bordeaux pellegrin university hospital. The study included (B)(4) patients treated from (B)(6) 2012 to (B)(6) 2020, focusing on the impact of surgical mentoring on the mastery of holep. The procedure was performed in the operating room under general anesthesia or spinal anesthesia. The equipment used included a 100 w holmium: yag laser generator (lumenis), with a 550 m fiber, a 26 fr resectoscope, and a non-bsc versacut morcellator. The perioperative complication rate was (B)(4) procedures required conversion to turp and op. Perioperative complications with capsular perforation occurring in (B)(4)), other complications (equipment failure, significant bleeding) in (B)(4)), and bladder injury in (B)(4). Postoperative complications were observed in (B)(4) of cases, with clavien-dindo (B)(4) complications in (B)(4) patients ((B)(4) and more severe complications (clavien-dindo >=3) requiring re-intervention in (B)(4)). The blood transfusion rate was (B)(4). Notably, urinary incontinence rates at 3- and 6-months post-operation were (B)(4), respectively. The study highlighted the crucial role of experienced mentorship in the effective dissemination and learning of the holep technique among new surgeons. This complaint refers to the fiber.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. B3 date of event: approximated. Bernhard, j.-c. (2023). Implementing holep in an academic department with multiple surgeons in training: mentoring is the key for success. Societe internationale d urologie journal, 4(1), 11-18.

Manufacturer narrative:
B3 date of event: approximated. Bernhard, j.-c. (2023). Implementing holep in an academic department with multiple surgeons in training: mentoring is the key for success. Societe internationale d urologie journal, 4(1), 11-18.

Event description:
A study published in the societe internationale d urologie journal reported the outcomes of implementing holmium laser enucleation of the prostate (holep) in an academic setting with multiple training surgeons at bordeaux pellegrin university hospital. The study included 1174 patients treated from april 2012 to october 2020, focusing on the impact of surgical mentoring on the mastery of holep. The procedure was performed in the operating room under general anesthesia or spinal anesthesia. The equipment used included a 100 w holmium:yag laser generator (lumenis), with a 550 m fiber, a 26 fr resectoscope, and a non-bsc versacut morcellator. The perioperative complication rate was 6% and 0.7% procedures required conversion to turp and op. Perioperative complications with capsular perforation occurring in 23 patients (2.0%), other complications (equipment failure, significant bleeding) in 33 patients (2.8%), and bladder injury in 15 patients (1.3%). Postoperative complications were observed in 18.6% of cases, with clavien-dindo 1-2 complications in 207 patients (17.6%) and more severe complications (clavien-dindo >=3) requiring re-intervention in 20 patients (1.7%). The blood transfusion rate was 4.4%. Notably, urinary incontinence rates at 3- and 6-months post-operation were 11.6% and 3.8%, respectively. The study highlighted the crucial role of experienced mentorship in the effective dissemination and learning of the holep technique among new surgeons. This complaint refers to the fiber.

Manufacturer narrative:
D4: corrected. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. B3 date of event: approximated. Bernhard, j.-c. (2023). Implementing holep in an academic department with multiple surgeons in training: mentoring is the key for success. Societe internationale d urologie journal, 4(1), 11-18.

Event description:
A study published in the societe internationale d urologie journal reported the outcomes of implementing holmium laser enucleation of the prostate (holep) in an academic setting with multiple training surgeons at bordeaux pellegrin university hospital. The study included 1174 patients treated from april 2012 to october 2020, focusing on the impact of surgical mentoring on the mastery of holep. The procedure was performed in the operating room under general anesthesia or spinal anesthesia. The equipment used included a 100 w holmium:yag laser generator (lumenis), with a 550 m fiber, a 26 fr resectoscope, and a non-bsc versacut morcellator. The perioperative complication rate was 6% and 0.7% procedures required conversion to turp and op. Perioperative complications with capsular perforation occurring in 23 patients (2.0%), other complications (equipment failure, significant bleeding) in 33 patients (2.8%), and bladder injury in 15 patients (1.3%). Postoperative complications were observed in 18.6% of cases, with clavien-dindo 1-2 complications in 207 patients (17.6%) and more severe complications (clavien-dindo >=3) requiring re-intervention in 20 patients (1.7%). The blood transfusion rate was 4.4%. Notably, urinary incontinence rates at 3- and 6-months post-operation were 11.6% and 3.8%, respectively. The study highlighted the crucial role of experienced mentorship in the effective dissemination and learning of the holep technique among new surgeons. This complaint refers to the fiber.